Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The ipg was replaced because it was not charging. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg would not communicate with any remote control. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time due to patient's non device related health issues.

Event description:
A report was received that the patient¿s ipg would not communicate with any remote control. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient¿s ipg would not communicate with any remote control. The patient will undergo an ipg revision procedure.